Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced recurrent stress urinary incontinence. A revision and excision of the mesh were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The patient experienced recurrent stress urinary incontinence.